Event description:
It was reported that during a procedure to address a dislodged atial lead, the physician noted that the rv lead had moved compared at the implant position. All parameters were stable with the rv lead. It was decided to reposition the rv lead but the physician was not able to screw the rv lead. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.